Event description:
It was reported that the ventilator failed internal leakage, safety valve and flow transducer tests during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The user facility performs service by themselves and did not request any assistance. The air gas module was reportedly found to be damaged but how has not been communicated. It is unknown if the air gas module was replaced by the user facility. No parts have been returned for investigation. Provided ventilator logs confirms the failed pre-use check. As no parts were returned for investigation, it has not been possible to determine the root cause of the reported event.